Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a larger than intended bolus and subsequently experienced a low blood glucose (bg) level of 63 (mg/dl). Customer consumed food to stabilize bg level. Recommendation was made to consult with health care provider regarding diabetes management.